Event description:
A nurse reported blood was backing up into the tubing set. There were no reports of any adverse patient events associated with this malfunction.

Manufacturer narrative:
Car 800 has been opened to investigate this malfunction.